Event description:
The patient was admitted with a bleeding duodenal ulcer. Surgery was performed to repair the ulcer post-operatively, the patient developed an abscess. In radiology, a draining catheter was placed. On 07/04, the drain was being removed. The tip of the catheter broke off; the tip remaining in the patient's abdomen. They were taken to or for removal of the broken tip.